Manufacturer narrative:
Initial reporter address - (B)(6). Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of effluent sample bags were leaking from the top on the side with the connecting tube. This issue was further described as, ¿when connecting the sample bag for the purpose of taking a dialysate sample, the dialysate bag appeared to be leaking, at the top on the side with the connecting tube. Then tested several bags from the same box with tap water, they also turned out to be leaking¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation.. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.